Event description:
Per the md&d form, the patient was admitted with a stenosis in the left renal artery. The physician introduced a blue/slalom 5x15/80 per pckgd through a 6f guiding catheter veripath. After repositioning of the palmaz blue, the physician used a manometer to open the stent. He was not able to create enough pressure to open the stent, and under fluoroscopy, noticed that at the distal end of the stent contrast medium came out. He was able to retrieve the stent/balloon system through the guiding catheter. After that, he used another guiding catheter / palmaz blue 5/15 and was able to perform the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.